Event description:
It was reported that the tips of the pk dissecting forceps instrument will not close. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side-to-side misalignment of the grips. The bent grip shows separation at the glue joint of the yaw pulley and yaw pulley cover, indicating overloading at the tip. Engineering evaluation also observed a 3.5" long section with light material removed on the distal end of the main tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Multiple deep scratches with material removed were also noticed within an area extending approx 1.700" from the interface with proximal clevis. Based on the location and appearance, the scratches were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.